Manufacturer narrative:
(B)(4). Per customer provided information the DHR for the alleged instrument was reviewed and found completely without any irregularities. The alleged instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in may of 2020. This instrument has not been returned for evaluation, but customer provided pictures show a 5mm endoscopic applier being held by someone and the tips are not aligned with each other in the closed position. We can partially validate this complaint based on pictures submitted. Typically, when the jaws are misaligned with each other in the closed position there is also internal damage to the drive rod (n00185) bosses that actuate the jaws or visible outer tube assembly damage near the jaw pivot pin area. Mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
Applier misaligned. Product will be returned for repair so there is no product for investigation.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Applier misaligned. Product will be returned for repair so there is no product for investigation.